Manufacturer narrative:
Pump received with broken battery tube threads and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of incident. The customer stated that the compartment is chipped and does not hold the battery in place. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.